Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. As received, the front response button cover was missing and the switch contacts were damaged. The cause of the non-functional response buttons is the damaged contacts. The root cause of the damaged contacts is physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that the response buttons were non-functional.